Event description:
Patient underwent primary hip procedure on (B)(6), 2006. Revision procedure was performed on (B)(6), 2011 due to misalignment and wear. No further complications have been reported.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components. Malalignment of the components or inaccurate implantation may lead to excessive wear and/or failure of the implant or procedure." This is 1 of 3 mdrs relating to the same reported event. Please also see mdrs 3002806535-2011-00158 and 3002806535-2011-00159.